Manufacturer narrative:
The complaint investigation for falsely depressed sodium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. A review of tracking and trending did not identify an increase in complaint activity during the previous 12 months that is related to the current complaint issue. Trending review determined no trends for falsely depressed results for the product. Return testing was not completed as returns were not available. The issue was resolved after an obstruction was cleared from the cuvette washer. The cuvette washer verification and quality controls were within range after troubleshooting was performed. Also, samples retested with higher results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely depressed sodium (na) results on three patients generated on the alinity c processing module. The results provided were: on (B)(6) 2020 pt#1 initial = 111 and 113mmol/l / retest = 145mmol/l (normal range 136-145mmol/l); on (B)(6) pt#2 initial = 117 / retest = 142mmol/l; on (B)(6) pt#3 initial = 113 / retest = 142mmol/l. There was no reported impact to patient management.